Manufacturer narrative:
The iunihg certain® gold-tite® hexed screw was not returned, the screw fragment remains inside the implant. The fractured abutment screw was confirmed to be fractured with the x-ray that was provided by the clinician. Lot number was not provided; therefore, a DHR review could not be conducted. There is no indication of a manufacturing deviation that would contribute to this event. A technical root cause cannot be determined. Device not returned to manufacturer.

Event description:
The doctor indicates that the screw has fractured inside the already integrated implant. The stock screw removal kit is not effective in removing the remnants of the screw. A custom screw removal kit will be ordered.